Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the hospital after receiving multiple inappropriate atp and hv therapies due to atrial fibrillation with rapid ventricular response. It was noted that the device was missing egm data and known to be at eos. It is suspected that a magnet was placed over the device, affecting device binning. Programming changes were made. Patient was stable before, during and after the event.